Event description:
It was reported that the 9900 system had poor image quality during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor and image processor boards were replaced. The brightness and contrast were adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.